Event description:
In 2009, the lay user/patient contacted lifescan customer service alleging that the date/time format setting on her onetouch ultra2 meter was incorrect. She claimed that there were no recent changes made to the meter settings. The reported date/time issue first occurred about 9:30pm (same day as the customer service call). The patient reportedly developed symptoms of headache, sweating and "higher blood test reading" 30-40 minutes after the date/time issue occurred. It is not known exactly how the date/time issue could have led to the patient's alleged symptoms. It is unknown if the patient tested her blood glucose levels before the onset of the symptoms and during the symptoms. She stated she was planning on administering self-treatment with food/drink once she gets off the phone with the customer service. No other blood glucose tests were taken on another device. No other forms of treatment were reported. According to the troubleshooting performed by customer service, the reported date/time issue was not resolved. The medical surveillance specialist (mss) was unable to reach the patient for additional information about the complaint. It would have been helpful to know if the patient was able to test with the subject meter or obtain readings even though the date/time format was incorrect and what the patient meant by the symptoms described as "higher blood test reading." It would also be helpful to obtain information about the patient's activity levels, food intake, medications, and previous meter readings before her symptoms began. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time settings does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (sweating) after the date/time issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.